Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported. Additional information received detailed this lead was surgically abandoned due to high capture thresholds and a concern regarding pin insulation. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. The "known inherent risk of device" conclusion code was selected because this is well known old lead. High capture threshold issues occurring to old leads are not unexpected and can result from multiple causes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported. Additional information received detailed this lead was surgically abandoned due to high capture thresholds and a concern regarding pin insulation. No adverse patient effects were reported.